Event description:
New information received noted that patient was stable before, during, and after the procedure to explant the pacemaker.

Event description:
New information received noted that pacemaker device was explanted and replaced on (B)(6) 2023. Patient condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2023-10839. Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. It was also noted that patient's atrial lead was exhibiting myopotential over-sensing leading to inappropriate automatic mode switch, and physician suspected it was due to an insulation abrasion. Programming was done to address the noise over-sensing. Patient was asymptomatic and stable.